Manufacturer narrative:
A ge oec service rep investigated the issue and found a failing 3vdc battery on the x-ray controller pcb. The x-ray controller pcb was removed and replaced. The calibration files were re-loaded. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not boot up correctly.